Manufacturer narrative:
The device involved in the incident was not returned for evaluation. One photograph was provided showing what appears to be a hole in the lumen just below the hub. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for more than 3 months and functioned as intended with no reported issues. Without an evaluation of the device a root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hole in the lumen 2cm distal to the hub.